Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient condition was unknown.

Event description:
New information received notes that the patient was in stable condition.